Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: branch vessel occlusion.

Event description:
On (B)(6) 2016, the patient underwent treatment of a ruptured acute type b dissection and a thoracic aneurysm with conformable gore® tag® thoracic endoprostheses. A proximal device tgu454520j/13019284 was implanted covering a part of the left common carotid artery intentionally. An angiography showed blood flow into the left common iliac aneurysm after all devices were implanted. The physician performed post-ballooning to fix the devices, and then embolized the aneurysm with coils and the left subclavian artery with amplatzer vascular plugs. Then an angiography showed the left common carotid artery had no blood flow being covered by the tgu454520j. A bare stent was implanted into the left common carotid artery to maintain blood flow. Blood flow was successfully recovered. The patient tolerated the procedure.

Event description:
On (B)(6) 2016, the patient underwent treatment of a ruptured acute type b dissection and a thoracic aneurysm with conformable gore® tag® thoracic endoprostheses. A proximal device tgu454520j/13019284 was implanted covering a part of the left common carotid artery intentionally. An angiography showed blood flow into the left common carotid artery after all devices were implanted. The physician performed post-ballooning to fix the devices, and then embolized the aneurysm with coils and the left subclavian artery with amplatzer vascular plugs. Then an angiography showed the left common carotid artery had no blood flow being covered by the tgu454520j. A bare stent was implanted into the left common carotid artery to maintain blood flow. Blood flow was successfully recovered. The patient tolerated the procedure.